Event description:
The user facility in the united kingdom reported the surgeon noticed fibers found on the I/a handpiece were in the anterior chamber. No medical intervention/treatment required.

Manufacturer narrative:
This investigation is ongoing.

Manufacturer narrative:
Correction: d4 expiration date.

Manufacturer narrative:
The complaint samples (B)(4) mics capsule guard I/a handpieces from lot no. 740573) were returned for investigation. One unit was unused and still inside the sealed peel-back tray, the other sample was loose in a ziploc bag with no transport protection. The foreign body was not returned. During the visual inspection, dried bss crystals were found inside the silicone sleeve of the used handpiece. The needle was bent. However, the sleeve was not damaged as a result. No fibers or other particles were detected. In conclusion, despite the damaged needle, the reported problem could not be duplicated. Both the needle and silicone sleeve of the unused sample were undamaged. No fibers or any other kind of particles and foreign material could be detected. Therefore, the root cause of the alleged issue could not be determined. The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.